Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to new onset congestive heart failure. Intermittent atrial undersensing was noted during atrial tachycardia/atrial fibrillation (at/af) episodes. Diminished undersensing was also noted on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.